Event description:
Additional information received noted that the patient received a new battery and recharger and was doing fine now.

Event description:
It was reported there was an issue regarding recharger / recharging. There were coupling and or communication issues. An ins overdischarge was suspected. The last time any stimulation was felt was two weeks ago. They had done al (antenna locate) feature. This did not resolve issue. They had initiated pmr (physician mode recharge) as well. Short 5 minutes was performed to see if ins would come out of overdischarge, ins did not come communicate. Pmr initiated again. Additional information noted the last successful recharging session was 1 to 2 months ago. They had already completed 1 pmr and battery still was not coming back. After pmr, they did another al feature and got good value of 78. Al did not resolve this issue. Device response was not matching the data being provided as far recharge history. Reviewed recharge statistics. Data provided by stats indicated that insr or battery had never been charged. Follow up information received noted that the patient had let it discharge for too long and they were unable to get it back. The device history record noted the device system had been explanted on 2012-(B)(6). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-30 lot# (B)(4) implanted: 2008-(B)(6) explanted: 2012-(B)(6) product typ lead product ID 37752 lot# (B)(4) implanted: explanted: product typ recharger product ID 37743 lot# (B)(4) implanted: explanted: product typ programmer, patient product ID 3708140 lot# (B)(4) implanted: 2008-(B)(6) explanted: 2012-(B)(6) product typ extension product ID 3708140 lot# (B)(4) implanted: 2008-(B)(6) explanted: 2012-(B)(6) product typ extension. (B)(4).